Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter stated that there was a power issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 04/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/23/2015 with the following findings: there were no pump reboots observed in the black box to support power loss. The battery cap tightened securely to the pump and there was no damage to the battery compartment. The original complaint could not be investigated due to a blank screen. The pump case was opened and there was no damage found to the power circuit.